Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. (B)(6).

Event description:
Customer reportedly received results of "hi" (>600 mg/dl) at 7:30 pm, 8:26 pm, and 8:29 pm, 529 mg/dl at 9:27 pm, and 470 mg/dl at 2:29 am. On his mobile system. At the time of the last result, the customer was unconscious. His wife performed a measurement with her mobile system immediately after, and the result was 25 mg/dl. She provided treatment of sugar water and then chocolate. No adverse event reported. Requested return of suspect device.